Manufacturer narrative:
The device was returned olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially split, charred and melted on the edge with metal exposed. However, no pad portion was suspected to be missing. Further inspection found char marks on the non-insulated area of the grasping section and on the probe unit due to thermal damage. The device was connected to the lab usg-400/esg-400 and passed the probe check. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure; the thunderbeat hand-piece misfired. It is unknown if the intended procedure was completed. There was no patient injury reported.